Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2007 including a paddle lead. It was reported the patient is no longer receiving adequate coverage. He has been reprogrammed several times, but his issue remains unresolved. X-rays were taken and no anomalies were revealed. X-rays were taken and no anomalies were revealed. The next course of action regarding this issue is unknown. No further information is available at this time.